Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the patient's blood pressure dropped. An echocardiogram was performed and a pericardial effusion was noted due to a perforation. It was unknown where the perforation occurred. The patient was given blood. Both lps were left implanted and were functioning appropriately. The patient was stable.